Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the insulin pump was over delivering. The customer¿s blood glucose value was 300 mg/dl. Customer¿s current blood glucose was 33 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3 with this report.

Manufacturer narrative:
Retainer ring = black. The customer was hospitalized (emergency room visit) for alleged low bg's, and possible over delivery anomaly. On 12-jun-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No over delivery anomaly noted. The following were noted during visual inspection: scratched case, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. There was 195 boluses listed in the pump history file on the event date. Please see below for the first 10 boluses listed. 06/12/2022 00:00:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). 06/12/2022 00:05:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 06/12/2022 00:10:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 06/12/2022 00:15:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). 06/12/2022 00:20:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 06/12/2022 00:25:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 06/12/2022 00:30:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). 06/12/2022 00:35:42.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). 06/12/2022 00:40:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). 06/12/2022 00:45:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 1000 (0.1 u), bolusamountdelivered: 1000 (0.1 u). The pump passed the functional testing. Unable to confirm alleged low bg's. The customer alleged possible over delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.